Event description:
It was reported that the right ventricular lead impedance had gradually risen and tripped the out of range alert. A lawsuit alleges that the patient "has sustained and will continue to sustain severe physical injuries and/or death and severe emotional distress." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.